Event description:
Allergan's legal department received a letter reporting a patient underwent "breast augmentation surgery with allergan saline filled breast implants and was diagnosed with anaplastic large cell lymphoma. There is limited information available for this case after the initial investigation and there is an unlikely chance that this information will be obtained. However, if there is additional information, such as device information, implanting/explanting physician or any labs related to, but not limited to any combined results of immune-chemical, histological and cytological analysis of specimens are scientifically acceptable criteria with which to diagnose alcl the file will be reviewed and updated.

Manufacturer narrative:
Medwatch submitted on: (B)(4) 2013. Device labeling reviewed: there were no reported events of lymphoma/alcl for patients in the (B)(4) study included in the labeling for saline breast implants.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).